Manufacturer narrative:
The system was serviced in the field and the damaged covers were replaced. The missing screws, ratchet, socket, pin and spacer were also replaced. The system passed all tests and was performing as intended. Codes b01, c07 and d02 are applicable. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000158, serial/lot #: none, if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after the loaner system was returned and after uncrating the system, several parts were discovered to have been damaged in transit. It was reported that the inner cover, x-stage cover and cabinet covers were damaged. The cover screws, rest of the parts were missing from the system. The socket, ratchet, spacer, cover screws, pin and column screws were missing from the system. No patient was present.